Event description:
A customer reported a system message displayed during a procedure. The system was rebooted and the case was completed following a delay. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The facility called a company representative to assist with troubleshooting. The company representative walked the customer through a system restart to resolve the issue. The facility did not request service. No samples were returned for evaluation and no additional info was provided related to this event. The root cause is unk. (B)(4).